Manufacturer narrative:
Unit passed displacement test and self test. Formatted history file confirmed pump error 53 and pump error 3. Problem isolated to electronic assembly. Faultnumber = software error (53), linenumber = 228, filenumber = 32109. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.